Event description:
Ous MDR - after an implantation time of about 43 months, increased pacing threshold values were reported. The lead was explanted and returned to biotronik for analysis. No deterioration of the patients state of health was reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, electrically, and mechanically. The visual inspection showed multiple signs of abrasion along the lead body. However, the insulation was intact. In addition, a severely twisted inner conductor helix was detected close to the is 1 connector pin. The analysis showed that over rotation of the screw mechanism should be considered as cause. Furthermore, a deformation of the shock coil could be seen, which is probably a result of the extraction process. During the extensive analysis, no other deviations were found that could be related to the clinical observation. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. The analysis did not provide any indications of a material defect or manufacturing error.